Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the hipstar stem implanted (B)(6) 2010 was loose. The patient was admitted for a revision surgery of right total hip.

Event description:
It was reported that the hipstar stem implanted (B)(6) 2010 was loose. The patient was admitted for a revision surgery of right total hip.

Manufacturer narrative:
An event regarding loosening involving an hipstar device was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of the event could not be determined as there was insufficient information available. There were no surgical reports, follow up information, x-rays or product for this surgery available to complete the investigation for establishing root cause.